Event description:
The customer reported via phone call that they had a button error alarm. The customer's blood glucose was unknown. The customer reported replacing the battery prior to the button error alarm occuring. Customer was disconnected from the call before further information was collected. Customer will not be returning their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.